Manufacturer narrative:
This report was originally submitted via asr on report ID # (B)(4) in q2/2015 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017. An initial asr report was filed on 04/29/2015 under FDA exemption number e2011006. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Manufacturer report corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product remains implanted. Additional information received indicated that the product was explanted due to infection. No additional adverse patient effects were reported.